Event description:
It was reported that a patient underwent an open ventral hernia repair procedure in (B)(6) 2014 and mesh was implanted. After the mesh was wet and before entering into the abdomen, the mesh was delaminating. A second like device was opened. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.